Manufacturer narrative:
Review of the provided files did not permit to find any trace of the reported event. It seems that at the time of the event, aida programming was launched and never ended. It can cause issues with thread management; therefore, this can explain that a latency occurred. It is therefore recommended to wait for the end of aida programming before moving from subscreen to subscreen in aida. This might help avoiding latencies on screen. No general malfunction is suspected with the device. This case is retained and utilized for trend purpose.

Event description:
Reportedly, on (B)(6) 2025, the screen froze multiple times during a pacemaker follow-up.

Manufacturer narrative:
Review of the provided files is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, the screen froze multiple times during a pacemaker follow-up.